Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include recurrence of incontinence, painful sexual intercourse, infections, chronic abdominal pain, and pain when sitting on hard surfaces.